Event description:
It was intended to treat a severely calcified lesion (80 percent stenosis degree, 5 mm reference vessel diameter, 155 mm lesion length) in a moderately tortuous segment of the medial sfa. After the lesion was pre-dilated, the affected device was positioned in the target lesion but when about ¼ of the stent was released, the release mechanism was blocked. The entire stent system was withdrawn during which the stent fractured. The stent fragment had to be removed by local surgery.

Manufacturer narrative:
Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no material or manufacturing related root cause could be determined.